Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the lost sensor alarm due to the blank display. No buzzing or audio/beep anomaly was noted. The pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he jumped into his swimming pool a month ago while he was wearing the insulin pump; the device continued to work. However, the customer wore the insulin pump in the pool two weeks later; the device was in the pool for fifteen minutes. Two days after the second moisture exposure event the insulin pump had a blank display anomaly. The device also began to beep and buzz. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned and replaced.